Event description:
It was reported that a patient in the av-node stimulation download study has a "suspected" lead infection and is in a "septical constellation," experiencing hypotonia, tachypnea, tachycardia and "strong sweating." A chest x-ray revealed a "small new pleural effusion." The device and leads remain in use; explantation is being scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Additional information received indicates the device and leads were explanted and returned to the manufacturer. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The proximal conductor and outer insulation were melted. There was visual damage from implant. Correction: (serial number from (B)(4) to (B)(4)).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.